Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. The customer reinstalled the battery of the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Insulin pump response up arrow button due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.